Event description:
It was reported occlusion alarms occurred. The customers blood glucose level was 380 mg/dl. The customer changed the infusion set and cartridge, and resumed insulin. Reportedly, the customer was using supplies longer than 72 hours, and does not cycle the cartridge properly during the load sequence. The customer was educated on proper cartridge use.